Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited oversensing, the physician decided to perform a lead revision, during fluoroscopy a lead fracture was noted. The lead was capped and replaced successfully. The patient remained stable.